Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.010.063. Lot: 8073449. Manufacturing site: hägendorf. Release to warehouse date: 28.sep.2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: upon visual inspection, there are impact marks throughout the sleeve and there is a slight burr inside the proximal end of the instrument which may hinder functionality. Functional test: functional testing was performed with the returned 8.0mm/4.2mm drill sleeve 200mm and the complaint condition was able to be replicated as the drill sleeve can be inserted in the protection sleeve, however would not be able to remove without the use of some force. This was repeated/replicated a total of five times. Dimensional inspection: relevant dimensions were measured and found to be within specifications per relevant drawing. Document specification: the relevant documents were reviewed as part of this investigation: based on the review of the drawings, no design issues contributing to relevant complaint condition were identified. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed. No new issues were identified on the remaining portions of the device. Although a root cause could not be definitely determined given the unknown circumstances, it is probable that an unintended force during usage/ handling such as dropping off the floor excessive loading and/or rough handling in the field contributed to the complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The incorrect PMA/510k date was inadvertently utilized in initial medwatch. The correct date is march 25, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during open reduction and internal fixation (orif) of right femur, the drill sleeves for the retrograde/antegrade femoral nail (rafn) system get jammed up every time it is put together. It makes it very difficult to take the sleeves apart. There was a 5 minute surgical delay. Procedure was successfully completed with no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: g4: g4 date of the initial medwatch is march 20, 2019. It was reported correctly in the initial medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction and internal fixation (orif) of right femur, the drill sleeves for the retrograde/antegrade femoral nail (rafn) system got jammed up every time it was put together; it was very difficult to take the sleeves apart. There was a five (5) minute surgical delay. Procedure was successfully completed with no patient consequence. This report is for a protection sleeve. This is report 2 of 3 for (B)(4).